Event description:
It was reported that the customer's insulin pump was badly scratched and that the customer could barely read the screen of the insulin pump. The customer's blood glucose was 116 mg/dl. The customer stated that the damaged occurred because of the leather case that he kept his insulin pump in. The customer stated that the insulin pump was still functioning properly. Advised to monitor the insulin pump. The customer declined a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.